Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 1000 mg/dl. The customer reported symptoms such as nausea and vomiting of their blood glucose levels. The customer treated with the injections. Customer's blood glucose value was unknown at the time of the incident. Customer's current blood glucose value was 110 mg/dl. The customer reported they were in hospital twice this year for blood glucose level over 1000 mg/dl she was admitted with 1074 mg/dl customer got home yesterday and went in last friday or saturday night caller didn¿t report first event but it was similar to this one the first time. Customer reported that they were not feeling well so husband checked blood glucose and it was over 1200 mg/dl she was throwing up black so he called 911 and was taken to hospital she was septic and customer was very ill she was hospitalized for almost 10 days then this time she started talking funny husband checked blood glucose it read high so he took her to emergency room and she was admitted and taken off pump they tried to put her back on pump but she was to confused so she was taken back off and put back on it day she was discharged. Troubleshooting was performed. The customer had visited to emergency room and was hospitalized on (B)(6) . The blood glucose value when admitted to hospital was 1000 mg/dl this one it was 1074 mg/dl. The customer complained about hyperglycemia. The customer cause of hospitalization was t was possibly due to heart attack first event unknown she had to get transfusion with this event. Customer wearing the pump at time of hospitalization. The product was not returned for analysis.